Event description:
On (B)(6) 2019, a 25mm pfo occluder (ref 9-pfo-025, lot 7081493) was selected to implant in a patient. During deployment, the physician observed in angio and echo a wrong shape of the device: right disc was in a lobe shape, like a semi-ball, it was not a disc. He decided to change to another device, and a 25mm pfo occluder with different lot number (9-pfo-025, lot 7120064) was selected and successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm pfo occluder (ref 9-pfo-025, lot 7081493) was selected to implant in a patient. During deployment, the physician observed in angio and echo a wrong shape of the device: right disc was in a lobe shape, like a semi-ball, it was not a disc. He decided to change to another device, and a 25mm pfo occluder with different lot number (9-pfo-025, lot 7120064) was selected and successfully implanted. No patient consequences were reported.